Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event does not indicate a potential manufacturing issue.   Conclusion: post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five months following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Approximately nine months and three weeks post-implant, a transesophageal echocardiogram (tee) guided balloon aortic valvuloplasty (bav) was performed for pvl closure. One day later, a tte showed the pvl had reduced to trace. No adverse patient effects were reported.